Event description:
It was reported that the error code e02 was received during the procedure and was unable to be resolved. A soloist single needle electrode was selected for radio frequency (rf) ablation of a tumor in the radius bone. The error code e02 was received when the physician inserted the electrode into the patient and started treatment. The error message was unresolved through troubleshooting. The procedure was rescheduled for the following day when another electrode and rf generator would be available. The patient was sedated when the procedure had to be rescheduled. There were no patient complications reported.